Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Two electronic photos and two images were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Mushrooming was noted between the port body and the cath-lock. A partial circumferential break was noted approximately 0.1cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round/smooth throughout both regions. A split was noted on the border of both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter as water was not observed to exit the distal end. The image review can not be confirmed the reported fluid leak and material integrity issues as these are both normal films with no apparent errors. The photo review can not be confirmed the reported fluid leak and material integrity issues as the photos are not clear enough to identify. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture, deformation due to compressive stress and naturally worn issues. However, the investigation is unconfirmed for the material integrity as the exact circumstances at the time of the reported event cannot be verified from the provided evidence. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp been placed via transcervical puncture. Post the procedure on (B)(6) 2026, it was reported that, despite confirmation of adequate blood backflow through the implanted cv port, subcutaneous leakage was observed during medication administration, prompting removal of the device. Upon assessment during the event, damage to the cv port catheter was identified, and the device was removed for evaluation. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample has been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp been placed via transcervical puncture. Post procedure on (B)(6) 2026, it was reported that, despite confirmation of adequate blood backflow through the implanted cv port, subcutaneous leakage was observed during medication administration, prompting removal of the device. Upon assessment during the event, damage to the cv port catheter was identified, and the device was removed for evaluation. The current status of the patient is unknown.